Manufacturer narrative:
Neuronetics was unable to obtain patient and treatment information, from the reporting physician, in order to conduct a thorough investigation and determine potential causation.

Event description:
A practice notified neuronetics that a patient started having tremors after receiving a full course of tms treatment.